Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977c165 lot# (B)(4) implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead product ID 97725 lot# (B)(4)implanted: explanted: product type external neurostimulator product ID neu_siliconeanchor lot# unknown implanted: explanted: product type accessory product ID neu_siliconeanchor lot# unknown implanted: explanted: product type accessory . Analysis of the lead va1jju5015 found that the stimulator lead body conductor was broken at the silicone anchor site. All conductors were broken on channel #1 12.1 cm from the distal end and all conductors were broken 11.7 cm from the distal end of channel #2. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was experiencing changing and a decrease in stimulation usage. A generator replacement was planned as ordered by the physician. No external factors were reported to have contributed to the issue. A pre-operative impedance check was done and all lead contacts were out of range. The current generator was disconnected, the lead was connected to the wireless external neurostimulator and impedances were tested, and the lead connectivity was checked. Intro-operative impedances on all contacts were out of range. There was a lead malfunction, so the lead and generator were replaced. It was reported the issue was resolved at the time of the report. It was reported that the lead will be returned for analysis. The event occurred on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that both the implantable neurostimulator (ins) and the external neurostimulator (ens) were discard by the customer. It was noted that the lead may be returned. Additional information received from the patient on (B)(6) 2018 reported that their device quit working (about a month ago), was shut off and was replaced on (B)(6) 2018. The patient stated that there was apparently something wrong with the lead and, when they did the replacement surgery, it was discovered that the lead had disconnected from the ¿box¿ (although they were not exactly sure because they were still ¿out of it¿ after the surgery when they talked to them). They were supposed to find out more on the 5th. There were no further complications reported or anticipated.